Event description:
Related manufacturer reference number: 3006705815-2023-02046 it was reported that the patient's leads had migrated. Surgical intervention occurred on (B)(6) 2023 during which the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Exact date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.